Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Minor scratched lcd window and cracked reservoir tube lip was noted. Insulin pump was received without belt clip and no physical damage to belt clip slot noted.

Event description:
Customer called to report the insulin pump had a cracked display screen. Blood glucose reading was 389 mg/dl. The damage occurred when the insulin pump fell out of the customer's pocket. Advised that the insulin pump will be replaced. Nothing further reported.